Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were erroneous measurements dated before the cardiac resynchronization therapy defibrillator (crt-d) implant date. This data could not be cleared. The device is currently functioning as expected and remains in use. No patient complications have been reported as a result of this event.